Event description:
A medtronic representative reported an inaccuracy while in a fluoro procedure. Images show the screws look deeper on the lateral images compared to the c-arm shot. The surgeon completed the procedure with the use of the stealthstation s7. No impact on patient outcome reported.

Manufacturer narrative:
Patient information requested however hospital has a policy not to provide any patient information. Software has not been evaluated as of the date of this report.